Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Health professional reported that 1 syringe of juvéderm vollure¿ xc had ¿exploded¿ while the doctor was injecting and product ¿was lost.¿ patient contact did occur but no injury to patient, injector, or staff.

Event description:
Health professional reported that 1 syringe of juvéderm vollure¿ xc had ¿exploded¿ while the doctor was injecting and product ¿was lost.¿ patient contact did occur but no injury to patient, injector, or staff.

Manufacturer narrative:
Device analysis: "1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed."